Event description:
It was reported that during a thoracoscopy, the obturator was not "expanding" enough to hold the black sleeve causing a loss of gas from the patient. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the fp015 device was returned inside it's original packaging unopened. Upon visual inspection, a sleeve of 20mm was observed to be inside the package of 15mm sleeve. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.